Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer¿s blood glucose value was 55 mg/dl. Customer¿s current blood glucose was 81 mg/dl. The customer treated low blood glucose value with food and glucose tablet. The customer did not experienced any symptoms of low blood glucose value. Customer had been using insulin pump system within 48 hours of reported high¿blood glucose event. The insulin pump was not on auto mode at the time of incident. Customer alleged possible insulin pump was over delivery because he was eating and insulin delivery was also stopped still blood glucose was not rising.the insulin pump will not be returned for analysis.